Manufacturer narrative:
Concomitant product: product ID: neu_ascenda_cath, lot# serial# unknown, product type: catheter. (B)(4). Analysis of the pump found overinfusion ¿ undetermined root cause.

Event description:
A patient death was reported. The reported date of patient death was (B)(6) 2014. It was reported that the patient died from cancer. The pump was being used to deliver hydromorphone and bupivacaine.